Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited loss of capture on the left ventricular channel. Due to this, it is suspected that inappropriate signals were given by the crt-p to a concomitant subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted on the patient. This inappropriate signal stimulated the s-ICD into delivering an inappropriate shock. Technical services recommended to perform device/device interaction testing including a defibrillation test to assess proper detection during crt-p pacing stimulation in the chosen configuration. At this time, no changes have been performed. This system remains in service. No further adverse patient effects were reported.